Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported pain in their stomach and sides. Patient also reported shocking sensation in rectum especially when they get up out of bed. Patient has an appointment with their health care provider on (B)(6) 2018. No further complication were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they have their programmer and it powered up and they were able to connect to their ins and verified that the stimulation was on. Patient program was set at program 4 and stimulation at 0.7 and patient tried to do some of the movements that she reported would cause the "shocking" sensation and stated she did not feel that sensation on program 4. No further complications were noted or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a colonial bed that sat up high and when they lifted their leg up high and got their buttock onto the bed, they got electrical shocks in their rectum. The patient stated it happened when they were getting in and out of the car, it didn¿t happen all the time, but it was painful. The patient stated that last time it happened they lowered the stimulation and it helped for a while. The patient went to check their ins with the programmer and the screen was blank. The patient was going to check if they had new batteries. The caller disconnected the call. No further complications were reported.